Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the setup wizard occured after g5 mobile application update. No additional patient or event information is available. Data was provided for evaluation. The reported setup wizard occured after g5 mobile application update was not confirmed via data. The root cause could not be determined. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.